Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: expiration date. H3, h4, h6: the lot# 175p449 corresponds to art#04.168.285s. Part: 04.168.285s. Lot: 175p449. Manufacturing site: grenchen. Release to warehouse date: may 26, 2021. Expiry date: may 1, 2031. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1: manufacturing site name and address

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for right femoral neck fracture with fns in question. The surgery was completed successfully without any surgical delay. The surgeon also confirmed that there were no problems on x-ray. After the surgery, on unknown date, the bone union was not completed, and femoral neck fracture occurred again. The patient will underwent the removal surgery on (B)(6) 2021 and a femoral head prosthesis was implanted. This report is for one (1) antirotation screw for femoral neck sys 85mm length - steril. This is report 4 of 4 for (B)(4).